Event description:
#45 - red cell pump alarm x3 occurred at 635ml, 689ml & 694ml wbp. Collect rate decreased to 25ml/min then to 20ml/min and return rate decreased to 30ml/min then 20ml/min; therakos consulted; lowered wbp to 694 ml to initiate buffy and proceed to photoactivation. This resulted in a partial treatment.